Event description:
It was reported that the 9900 sys had low kv and low ma error messages. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The snubber pc3 board and the software upgrade were installed during the svc call. The sys was tested and found to be working as intended and put back into svc.